Event description:
Essure device was implanted after my doctor said that was the only thing she would do. I have severe pain on left side, pain during intercourse, heavy bleeding, back pain, lost my job due to pain.